Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that "stent dislodgement as a results of pulling system in the guiding catheter. Stent could not pass the lesion initially. Retrieval was not successful and therefore stent was crushed distally in m.o. Branch of lcx lesion. No complications occurred and follow up of the patient 2 weeks later showed no complaints, no levels of troponines."